Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not detach from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the esophagus during an esophageal fistula closure procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event. Note: it was reported that the resolution 360 ultra clip was used to close a fistula. However, hemostatis clip is not intended to be used for fistula as describe in the instructions for use.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used in the esophagus during an esophageal fistula closure procedure performed on (B)(6) 2022. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event. Note: it was reported that the resolution 360 ultra clip was used to close a fistula. However, hemostasis clip is not intended to be used for fistula as describe in the instructions for use.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip would not detach from the catheter. Block h10: investigation results: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached from the bushing but attached to the control wire which is evidence of soft deployment. Microscopic examination was performed, and it was found that the locking tabs were opened, and the first activation was not performed. No other problems with the device were noted. The reported event of clip would not detach from the catheter was not confirmed as the clip was returned without any evidence of a deployment attempt made. It is possible that during the usage of the device or during the insertion through the scope, the clip was hit against a hard surface causing the damage on the capsule, and this possible hit, lifted the locking tab, which function is to attach the clip to the bushing. Therefore, with this component lifted, there was not enough subjection between the clip and the bushing, causing the reported problem on the device. Additionally, it is important to mention that passage of the clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label as the clip was used in the fistula which is not one of the intended use of the device describe in the instructions for use.